Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 12:20:31. During night drain cycle six, the patient's ultrafiltration reading was 1805ml, indicating the home patient (hp) drained 1205ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The problem of an increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause of the issue was undetermined. Should additional relevant information become available, a follow-up report will be submitted.